Manufacturer narrative:
This event is related to another event reported under MFR number: 3007042319-2017-03429 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had dark cola colored urine on the night of (B)(6) 2017. On the morning of (B)(6) 2017, the patient presented to the clinic with high watt alarms. The patient was admitted to the hospital from the clinic on (B)(6) 2017 due to suspected pump thrombosis. The patient also complained of increasing shortness of breath with exertion. Upon admission, lactate dehydrogenase (ldh) was 2800, international normalized ratio (inr) was 2.2 and plasma hemoglobin was 30.4 mg/dl. The patient was admitted to the intensive care unit (ICU) and was started on a high intensity heparin drip and sodium bicarbonate drip. On (B)(6) 2017, echocardiogram revealed partial opening of the aortic valve at 2700 rmps. Ldh decreased to 2413 on (B)(6) 2017. On (B)(6) 2017, at a pump speed of 2700, powers were reading 5.6-5.9 (normally in the 4's) and flows were reflecting >10. The patient was on coumadin and aspirin and persantine was added to the patient's medical regimen. The surgeon elected to perform a pump exchange on (B)(6) 2017. The clinical team suspected the reason for the exchange was a subtherapeutic international normalized ratio (inr) as the patient's coumadin dose was adjusted several times over the past 2 months while the patient was taking an extended course of antibiotics for pancreatitis. There was no malfunction of the pump suspected. The pump was exchanged without complication. In the operating room, inspection within the left ventricular apex demonstrated extensive pannus underlying the sewing cuff. This was removed. No intracardiac thrombus was identified. The patient was stable post exchange. No further adverse patient effects have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed 12 high watt alarms starting (B)(6) 2017. Post-explant functional analysis confirmed that pump (B)(4) met pre-imp lant requirements with power average consumption of 1.91 watts. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR compl aint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
From (B)(6) 2017 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.